Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression in the outer insulation, the lead was stretched, and was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was opened, but not used due to a breach in the insulation. Another lead was implanted. No patient complications have been reported as a result of this event.